Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) reported that the patient found to be discharged when orders were present and the new orders had to be resent again after admission and asked for further information to duplicate the issue. The tss waited for customer to respond regarding the reported issue but there was no response and proceeded to close the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had order not crossing to the device. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.